Event description:
It was reported that the home patient (hp) started the initial drain, but was not connected to the patient line for peritoneal dialysis therapy. The technical service representative (tsr) instructed the hp to end the therapy and informed them that they needed to start over using new supplies. The tsr explained why they needed to start over with new supplies, but the hp refused to re-set up and put the homechoice (hc) device back into prime with the old supplies. During the follow up, the hp confirmed that they did continue the therapy with the same set up after they cycled the power on the hc back to prime. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient initiated therapy before connecting and then did not start over with new supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.